Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with (B)(6) bluetooth device: passed. Tested on transmitter functional tester:passed. Performed share log review and loss of connection was found in log. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of a loss of connection was confirmed. The root cause of the issue is a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.